Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump and was advised to continue using it while being instructed to call back if the issue recurred. Customer acknowledged and understood the instructions provided.